Event description:
It was reported that a navigator access sheath device was about to be used during a retrograde intrarenal surgery (rirs) procedure. During preparation, when the product was opened, it was found that the sheath was broken. Additionally, the sheath's inner dilator was slightly broken. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Investigation results: the returned navigator device was analyzed, and a visual evaluation noted that both the sheath and the dilator tip were returned in good condition. Additionally, media analysis shows based on the picture provided by the customer that the navigator hd with the thumb tab of the dilator hub broke. Microscopic examination was performed under magnification, and it was possible to see that the thumb tab of the dilator hub was broken and fully detached. With all the available information, boston scientific concludes that the reported event of hub break was confirmed. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to break the thumb tap of the dilator hub. Furthermore, the document considers that the issue occurred during the procedure when occurred including out of the box, that is, during initial use, set up, power up, or shortly thereafter. Therefore, an investigation conclusion code of adverse event related to procedure was assigned to this investigation since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a navigator access sheath device was about to be used during a retrograde intrarenal surgery (rirs) procedure. During preparation, when the product was opened, it was found that the sheath was broken. Additionally, the sheath's inner dilator was slightly broken. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of sheath torn.

Manufacturer narrative:
Block h2: additional information: block h6 device code has been updated to a0401 to capture that this event will no longer be reportable.

Event description:
It was reported that a navigator access sheath device was about to be used during a retrograde intrarenal surgery (rirs) procedure. During preparation, when the product was opened, it was found that the sheath's inner dilator was slightly broken. The procedure was completed with another of the same device with no patient complications.